Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient worked around industrial transformers. When close to a transformer, the patient's stimulation increased and the patient "felt like they were being electrocuted from the inside-out". Stimulation was turned off, but the same thing would happen when the patient was close to a transformer. It was further stated the implantable neurostimulator (ins) was only lasting 1.5 years. Stimulation had been increased from 3.5 to 6.5v. It was noted the stimulation was felt mostly in the patient's upper leg, but "not as much" from their knee down, which is where the pain was. It was stated that the healthcare provider said the patient's "nerves did not respond". The patient had also lost weight and now their leads were visible through their skin. The patient could feel "the bump where the lead went into their spine". It was further stated that whenever the patient bent or twisted themselves, "it felt like the lead was hooking on the muscle in their back". Three days later, it was reported the patient noticed an estimated replacement indicator icon the day previous. It was stated the ins helped with pain in the patient's right leg. It was also noted the patient had sympathetic dystrophy which caused them to fall often. It was noted that falls happen infrequently, however. The patient did however crack two ribs when they "ran into their side mirror" on their car. This occurred 3 or 4 months ago. It was indicated the patient's therapy "seemed to be fine" after each fall and it helped with at least "%70 of their pain". Stimulation was never turned off, with the exception of the previous night due to the ins battery getting low. Additional information has been requested, a follow up report will be sent if additional information is received.